Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: during investigation, all the keypad buttons responded appropriately. The keypad was opened to find no contaminants under the keypad button contacts. The pump was opened to find moisture damage on the keypad flex connector. Moisture was observed under the display lens. Unrelated to the original complaint, a battery compartment crack was found below the grip pad to the case seal. This caused the pump to fail the leak test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).